Event description:
It was reported that the patient presented to the emergency room due to reasons unrelated to the device. Device interrogation revealed oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.